Manufacturer narrative:
Insulin pump monitored in 50c oven for several days and no blank display noted. Insulin pump received with normal operating currents. No damage found on the lcd isolation tape noted. Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's husband reported via phone call that the device had a blank display. Customer's blood glucose was 40 mg/dl. Customer's blood glucose at time of call was 125 mg/dl. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.